Manufacturer narrative:
Nihon (B)(4) provided the customer with a new hard drive per customer request. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 if any additional information becomes available. Hard drive replaced at hospital.

Event description:
The customer reported that the hard drive in the central monitoring system (cns) crashed and he needs a new hard drive.